Event description:
The customer reported that the system shut down without command and then would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All mainframe circuit boards were reseated, the ps1 power supply voltage was adjusted and the power signal interface line filters were retightened. The system was then found to be operating as intended.